Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - ni. Manufacture date ¿ ni. Zimmer biomet (B)(4) and the package supplier are in the process of initiating modifications.

Event description:
It was reported that the package was not fully sealed. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history records show that lot released with no recorded anomaly or deviation. Corrective action has been initiated for the reported event.